Event description:
It was reported the lvp (large volume pump) module 8100 unit infused too fast, nurse caught it before patient was harmed, and replaced 8100 unit with another pump and the infusion continued. Nurse removed both 8015 & 8100 unit off the floor. No patient harm was reported.

Manufacturer narrative:
The reported issue that the pump module infused too fast could not be confirmed or replicated in this investigation. Log review confirmed that on (B)(6) 2021 at 09:55:09 am, a basic primary infusion was programmed to infuse at the rate of 100 ml/h with the vtbi of 150 ml. This was the last programmed infusion recorded. 9:57:05 am, a basic secondary infusion was programmed to infuse at the rate of 160 ml/h with the vtbi of 50 ml. 10:03:21 am, the basic secondary infusion was reprogrammed to infuse at the rate of 150 ml/h with the vtbi of 33.341 ml/h. 10:16:42 am, the basic secondary infusion completed. 10:16:51 am, a basic secondary infusion was programmed to infuse at the rate of 320 ml/h with the vtbi of 160 ml. 10:22:30 am, the pump module was channeled off. 10:22:30 am, pcu sn (B)(6) was powered down. The total volume infused was recorded to be 4.472 ml for the primary infusion and 69.379 ml for the secondary infusion. The pcu error log showed no errors or malfunctions relevant to the customer¿s complaint. Rate accuracy testing performed found the pump module was delivering fluids within specification. The internal inspection performed on the pump module found no irregularities. The disposable set was not returned for this investigation; therefore, it is unknown if the set may have contributed to the customer¿s experience. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. Root cause: the root cause for the reported issue that the pump module infused too fast could not be identified in this investigation since testing found the device to be operating within specification. Sample inspection: the inspection process performed on the pump module sn (B)(6) found it to be in fair condition. The corrosion and dry fluid residue found on the left iui were not relevant to the reported incident. All parts inspected were observed to be bd parts. Log analysis results: the date and time of the event was not reported. Reviewed logs from the date and time the pcu was last powered on, which was (B)(6) 2021 at 09:55:09 am, the pcu error log showed no errors or malfunctions relevant to the customer¿s complaint. The pcu event log showed that on (B)(6) 2021 at 09:55:09 am, a basic primary infusion was programmed to infuse at the rate of 100 ml/h with the vtbi of 150 ml. The calculated duration of this infusion was 1 hour and 30 minutes. 9:57:05 am, a basic secondary infusion was programmed to infuse at the rate of 160 ml/h with the vtbi of 50 ml. The calculated duration of this infusion was 1 hours and 30 minutes. 10:03:21 am, the basic secondary infusion was reprogrammed to infuse at the rate of 150 ml/h with the vtbi of 33.341 ml/h. The calculated duration of this infusion was 13 minutes. 10:16:42 am, the basic secondary infusion completed. 10:16:51 am, a basic secondary infusion was programmed to infuse at the rate of 320 ml/h with the vtbi of 160 ml. 10:21:13 am, the pump module was paused. 10:21:20 am, the pump module was restarted. 10:21:27 am, the pump module was paused. 10:22:30 am, the pump module was channeled off. 10:22:30 am, pcu sn (B)(6) was powered down. The total volume infused was recorded to be 4.472 ml for the primary infusion and 69.379 ml for the secondary infusion. Test results: timed rate accuracy test performed on the pump module sn (B)(6) found it to be delivering fluids within specification. Sear functionality testing showed that the sear engaged the safety clamp successfully. Test methods: 1503-001-029-r (alaris system over infusion test method). 1503-001-006-r (timed rate accuracy). Device history review: a review of the device history record showed the device had a manufacture date of 09/05/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported the lvp (large volume pump) module 8100 unit infused too fast, nurse caught it before patient was harmed, and replaced 8100 unit with another pump and the infusion continued. Nurse removed both 8015 & 8100 unit off the floor. No patient harm was reported.